Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a pairing failure between a dexcom g7 cgm and the ilet, after which support guided the user to toggle the cgm selection from g7 to g6 and back to g7 to initiate a new pairing, resulting in successful data acquisition. Symptoms included no adverse clinical effects and no change in blood glucose control. Outcomes included no medical intervention, no hospitalization, and continued therapy use following successful pairing. Investigation included remote troubleshooting and user education to re-establish cgm-to-ilet communication. Investigation of this case revealed a temporary pairing issue that resolved with standard reconnection steps, with no device hardware or software defect confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interruption that responded to standard troubleshooting.